Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is inoperable. It was stated the patient did not recharge the ipg as recommended. The patient also reported multiple falls. The patient may undergo surgical intervention at a later date to address the issue.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced due to being inoperable. Therapy was restored.

Manufacturer narrative:
Correction - reporter name correction - device code during processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.